Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient alleged malfunction on the implanted leads and the physician corrected the leads. The patient complained of suffering from lightheadedness, dizziness and pain on the lateral and back sides. The patient was feeling better and will continue to be monitored with remote monitoring.